Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user initially connected a freestyle libre 3+ sensor to an abbott reader instead of the ilet, resulting in loss of cgm integration and prolonged bg-run mode, after which the user remained off pump therapy for four days; guided troubleshooting was provided to reconnect the phone to the pump and successfully activate and pair a new sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior and real-time troubleshooting to restore proper cgm pairing and insulin delivery functionality. Investigation of this case revealed improper sensor pairing to an external reader rather than the ilet, leading to loss of cgm input and extended bg-run mode expiration, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error resulting in loss of cgm connectivity and subsequent therapy interruption.